Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The system error 345 experienced by the baxter puerto rico technician was not reproduced during evaluation testing, however the upstream sensor was found out of specification. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.